Event description:
A white male. Pmh: coronary artery disease, bph, hyperlipidemia. Please see page 3 of this report for detailed description of adverse event and device problem, which is taken from the physician's dictated report of the procedure. Date of procedure: date of procedure: 2007. Preoperative diagnoses: angina refractory to medical therapy. 90% stenosis in the diagonal of the lad. Postoperative diagnosis: ptca of the diagonal, stenosis reduced from 90% to 30% complicated by entrapment of the cutting balloon in the lad diagonal joint. Operation: ptca of the diagonal using cutting balloon. Complication: entrapment of the cutting balloon into the diagonal and unable to retrieve. Site of entry: right groin. Technique: the patient had a lesion in the diagonal. He had a previous stent done in the lad several months ago. He had a cardiac cath done about 4 weeks ago. The cardiac cath at that time showed a 90% stenosis in the diagonal. My first choice was to treat the patient medically for now. There is a drug-eluting stent in the lad and I preferred to treat him medically. The patient continued to have chest pain. (Physician) contacted me that the patient continued to have chest pain. Since he has refractory angina, decided to treat the diagonal. The patient was brought into (hospital) today. I went from the right groin. I used an xb catheter, I canalized the left main. I put a wire into the diagonal. Then, I advanced the balloon 1.5. I predilated the lesion. Then, I delivered a balloon 2.5 into the diagonal and I dilated the lesion. Then, I advanced the cutting balloon 2.75 x 10. The balloon crossed the lesion without any difficulty. I inflated balloon at diagonal using the cutting balloon up to 8 atm. I did 2 inflations. Then, when I tried to retrieve the balloon, the balloon will not come out. I exerted some pressure gradually to pull out the balloon and in spite of that it did not come out. Then, I did several negative pressure preps for the balloon and still the balloon will not come out. Noticed that the balloon was prepped with double negative prior to inserting it in the body. Then I re-inflated the balloon at a low pressure. The balloon was hanging between the lad and the diagonal. I did inflation up to 2-3 atm and then I tried to move the balloon and still the balloon was trapped. Then, I repeated double negative several times and then I tried to retrieve the balloon, then I noticed that there is blood coming back in the balloon indicative of rupture of the balloon. Immediately, I put another pilot 50 wire into the lad to protect the lad. Then, I did several maneuvers including deep engagement of the guiding catheter into the ostium of the diagonal and I applied a steady prolonged pull. In spite of that, the balloon will not come out. I tried to put the balloon down the lad to adjust the alignment of the stent and I tried 3 mm. It will not go beyond the lesion. Then, I tried 1.5, it was still in the guiding and it will not go beyond the lesion in the lad. Several maneuvers were done, tried to advance the balloon beyond the lesion lad to put the balloon by the side of the entrapped cutting balloon, but none of the balloon will cross even using maverick as well as voyager 1.5 into the area. I was not able to do that. I was concerned about rupture in the artery. We called the cardiac surgeon. I kept the wire into the diagonal and maintained the wire also into the lad. During the event, the patient had chest pain, but there were no EKG changes. I gave the patient beta-blocker, several doses of nitroglycerin were given during events, but still did not help in retrieving the balloon. I did stent boost images, which confirmed to me that probably the balloon got entrapped by the steal of the stent. After discussion with (cardiac surgeon), it was felt that the best thing to do is to send the patient to surgery and graft the lad and the diagonal. We will attempt to retrieve the balloon if it is possible; otherwise, we will leave the balloon in the diagonal lad. The patient left a catch lab in very stable condition, hemodynamically stable. He was given beta-blocker. Family aware of the condition.